Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) may be turned off, which raised concerns from the patient advocate. The technical services (ts) consultant recommended coordinating with the clinic staff and inquired whether a healthcare professional (hcp) could be present during the device check. At this time, the ICD remains active. No additional adverse patient effects were reported.